Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had a cloudy image was confirmed. The following failures were found during analysis : outer tube damaged, distal tip distal tip damaged. Particulate, optics particulate under distal lens. Optical system, optical components broken lenses in optical system. The reported failure can be attributed to the damaged and broken components of the device and also the particulate under the distal lens. These have most likely caused due to user mishandling. A manufacturing record evaluation was performed for the finished device serial number ((B)(4) ), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by an employee via phone that during inspection the three hd arthroscope/sincuscopes had cloudy images. There was no case involved, therefore no patient involvement or surgical delay. The devices are being returned.